Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was received outside of original packaging. The actuator tip is in the t2 pre-deployment position. No visible damage to the device. A functional evaluation revealed the deployment knob and actuator tip function as intended. A review of the customer provided image reveals the needle of the fast fix device. The needle appears to be missing anchors. The needle shows no signs of damage. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during meniscus repair, t2 did not deploy; t1 was left secured in patient, the needle of t2 was not bent. Instruments inside patient. Procedure finished with s&n backup device. Surgical delay of less than or equal to 30 minutes. No further complications to patient were reported.